Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported a patient with diffuse lamellar keratitis and possible small peripheral corneal ulcer. Topical steroid dosage was increased. Patient noted blurred vision and foreign body sensation. The patient has a follow up scheduled. Additional information received reported diffuse lamellar keratitis is resolving.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. No technical root cause was identified as the product was found to be within specifications. Diffuse lamellar keratitis is not related to the device. Device worked as intended. The manufacturer internal reference number is: (B)(4).